Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No evidence of a time and date reset was found in the black box data. During testing, the pump was exercised for 24 hours, the battery was removed for 6 hours and replaced, and the time and date reset to default settings; the complaint was duplicated. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.